Manufacturer narrative:
The device was explanted and a return request was made for this product. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that patient implanted with this pacemaker reported feeling awful. This was an active patient who complained of shortness of breath with activity. The patient¿s device was interrogated approximately four months earlier with 1.5 years of remaining longevity and a magnet rate of 90. At this recent device check the device went to end of life (eol) within the past month and was then pacing at vvi 50, which was thought to be premature depletion. This patient has complete heart block, is device dependent and therefore paced 100% of the time in the ventricle. Counters showed 27% ap 100% vp however, that was mix of eol behavior and what it was programmed before at dddr 60-120bpm. Thresholds were reported to be good and no changes made recently to the device. The patient was sent home and was scheduled for a change out in the near future.

Manufacturer narrative:
This investigation will be updated should further information be provided.